Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in patient's hearing performance after a head trauma. The patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Decline in patient's hearing performance after a head trauma. The patient has been re-implanted on (B)(6) 2016.